Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, stress testing and troubleshoot testing without duplicating the report. Internal inspection found debris on the flow screen which may have contributed to the customer report but we were unable to confirm. The flow screen was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 55-year-old male patient, the device stopped ventilating and displayed "compressor failure -1001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.